Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box data showed no evidence of drastic voltage fluctuations. A visual inspection of the pump showed that the battery compartment was cracked. The pump¿s current draws were found to be within specifications. The pump cover was removed and no internal defect or moisture was observed. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.